Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, on or about (B)(6) 2014, patient underwent a left total knee replacement and was implanted with an exactech optetrak logic comprehensive total knee replacement. On or about (B)(6) 2022, patient underwent a revision surgery on her left knee for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and/or component loosening. A pre-revision surgery visit with MRI from on or about (B)(6) 2022 noted that patient¿s left knee contained ¿polymeric-induced synovitis with tibial and femoral and patellar osteolysis.¿ no additional information available.